Manufacturer narrative:
This follow-up report is being submitted to relay additional information. M2a-magnum pf cup 54odx48id catalog#: us157854 lot#: 052840. M2a-magnum 42-50 taper insert standard catalog#: 139256 lot#: 877410. Taperloc porous femoral stem 9x137 catalog#: 103203 lot#: 285310. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant medical products - biomet taperloc femoral stem, catalog#: 103203, lot#: 285310. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-04176, 2017-00219 & 2017-00220).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately seven years post-implantation due to loosening of the acetabular component and metallosis. During the procedure, metal-stained soft tissue and corrosion of the trunnion were noted. The femoral head, taper adapter and acetabular cup were removed and replaced. A liner was also implanted to complete the procedure.